Event description:
The manufacturer received information alleging an issue with the ventilator's breath rate. There was no harm or injury reported. The device has not yet been returned to the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue with the ventilator's breath rate. The device was returned to a third party service center for evaluation and the customer's complaint was not confirmed. The device was found to operate and alarm as designed.